Event description:
It was reported that during an ablation, the patient's right ventricular (rv) lead had a low impedance reading of 50 ohms that triggered a low impedance alert. It was also reported that the impedance measurements returned to normal after the procedure. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 5076-45 implantable pacing lead, (B)(6) 2013. (B)(4).